Manufacturer narrative:
Vyaire medical file identification:(B)(4). A third party service technician evaluated the device and replaced the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ltv ventilator part of led was dark. This is front panel overview - control section. Breath rate. Insp time. O2%. Sensitivity and peep. At this time, there is no information regarding patient involvement associated with the reported event.